Event description:
Procedure: hemicolectomy. Reportedly, during the procedure the staple did not fire properly. Once the ileocolostomy was finished the surgeon checked it and there was hemostasis on the staple line. Later, when the latero-lateral anastomosis (ileon-colon) was checked, it was observed that the staple line was bleeding. The bleeding was mitigated by using clips and surgicel through all the staple line in order to obtain the hemostasis.